Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the electrode belt failed a fall-off test. Upon investigation, the cable connecting ECG "a" and the front therapy electrode was pulled from strain relief. Additionally, the j703 connector was pulled from the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing "adjust belt" messages.